Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a display lens leak. The black box was unable to be downloaded. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring and no power interruption occurring. The "power" complaint was unable to be duplicated. The pump's cover was removed and there was further moisture corrosion found on the printed circuit board and other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.